Event description:
It was reported that a home patient (hp) experienced a connection issue with the cassette while using a homechoice (hc) device. It was reported that during initial drain the hp needed to end therapy and the patient line came undone and fell to the floor. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.